Event description:
A consumer's neighbor described the occurrence of bone cancer in a pt who used polident (polident denture cleanser tablets) for dental cleaning. The consumer's neighbor contacted the MFR to praise the product. A physician or other health care professional has not verified this report. Concurrent medications included polident overnight denture cleanser tablets. On an unk date, the pt started polident (dental), at an unk dosing. At an unk time after starting polident, the pt fell and was diagnosed with bone cancer. The pt was treated with cancer chemotherapy. The pt was hospitalized some time in 2004, had continued to use polident and died in 9/2004. The cause of death is unk. It is unk whether an autopsy was performed.